Event description:
Unable to remove the tampon - vagina [foreign body in reproductive tract]. (Tampon) thread is too thin and short [device physical property issue]. Case narrative: consumer reported via email that the tampon thread is too thin and short. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.